Event description:
It was reported that the patient presented in clinic for a lead revision procedure. Interrogation of the device revealed that the right ventricular (rv) lead had high pacing impedance. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was in stable condition.